Manufacturer narrative:
Product return was requested or its in transport. Evaluation will occur upon receipt of product return. Pending investigation.

Event description:
Toothbrush heads is loose - oral-b power refills [device connection issue]. Case narrative: consumer e-mail stated that toothbrush has developed an issue where the toothbrush head is loose and won't stay on by itself. No injury was reported.

Event description:
Toothbrush heads is loose - oral-b power refills [device connection issue]. Case narrative: consumer e-mail stated that toothbrush has developed an issue where the toothbrush head is loose and won't stay on by itself. No injury was reported.

Manufacturer narrative:
Product return was requested or its in transport. Evaluation will occur upon receipt of product return.

Manufacturer narrative:
09-jul-2025: complained product received - user handling was identified as root cause for the complaint.

Event description:
Toothbrush heads is loose - oral-b power refills [device connection issue]. Case narrative: consumer e-mail stated that toothbrush has developed an issue where the toothbrush head is loose and won't stay on by itself. No injury was reported. Follow-up: (product investigation results) suspect product oral-b (handle) and concomitant product oral-b (refills) investigated. Cause of failure was consumer related - effect of force, driving shaft broken. No technical failure found at received refills. Based on investigation results, no manufacturing cause and no design issue was identified. No injury was reported.